Event description:
Caller states patient tested 3.8 inr on the coaguchek xs system while a comparison lab returned as 2.8 inr. Caller states, it took the device operator longer than normal to apply the blood to the test strip; caller does not know if blood was applied to the strip within 15 seconds. No actions taken based on device result. No adverse event reported. Requested return of suspect system and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.